Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device requested the sensor code during the sensor session. The sensor was inserted into the arm on (B)(6) 2021. It was indicated that alternate site insertion occurred, which is off label usage of the device. Data was received but not investigated as data will not confirm the issue. Confirmation of the allegation and a probable cause could not be determined. Per (B)(6), cases where the sensor session line is missing in share support tool and share support service, complaints will be closed since a data investigation cannot be completed as data ambiguity cannot be resolved further. No injury or medical intervention was reported.